Manufacturer narrative:
The list number of the device that was in use is unknown. The customer identified the device as a 5¿¿ (13cm) bi-fuse ext set with 2 clave; however, the customer did not provide the list number of the device. The device is expected to return for evaluation. It has not been received.

Event description:
The event occurred on an unspecified date and involved an unspecified 5¿ (13cm) bi-fuse ext set w/2 clave that leaked chemotherapy. The extension set was attached to the patient¿s peripheral intravenous catheter (pivc). During infusion of docetaxel, it was noted that the pillow was damp near the patient¿s arm. The infusion was immediately stopped, and connections were checked. A small leak was noted coming from the bifurcator hub where the two lumens join. The extension set was replaced, and the chemotherapy treatment restarted. Protective personal equipment (ppe) was used, the pillow was discarded into a cytotoxic bin and the leak was cleaned up. There was no patient harm reported.

Manufacturer narrative:
H10 - no product samples, videos, or photographs were returned for investigation. The device history review (DHR) for possible lot numbers 3414664 and 4101766 were reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. If the device is returned, a supplemental report will be submitted.